Event description:
The patient had a procedure utilizing ultraguidetfr on (B)(6) 2023. The physician reported the procedure was uneventful, the device functioned normally, and there were no technical challenges. The patient experienced prolonged recovery and ongoing pain, stiffness and swelling 3 months post-procedure, with symptoms persisting as of (B)(6) 2023. The patient reported that she never improved significantly post-procedure. An initial MRI report indicates there is fluid in the flexor tendon sheath, a released a1 pulley, and transection of the a2 pulley. However, a precise diagnosis remains uncertain as the patient's symptoms are not typical of trigger finger release procedures or a2 pulley insufficiency. A course of oral steroids had temporarily improved symptoms. The patient received a recent cortisone injection, but it is unknown if this injection has helped the patient. The patient continues to undergo treatment including physical therapy.

Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed. Tenosynovitis is a potential root cause of the prolonged recovery, with unintentional injury to the a2 pulley also a potential root cause, although the patient's symptoms are not typical of an a2 injury. Delayed healing and injury to the a2 pulley are listed n the instructions for use as a potential complication of the procedure.